Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed no external power events and a power disconnected alarm associated with the power cable connected to the mobile power unit (mpu) on 02nov2018, a specific cause for these events could not be conclusively determined through this evaluation. The first event of the controller event log file captured a low power hazard alarm on (B)(6) 2018 at 09:40:20 pm, which was followed by no external power and power cable disconnect alarms. The associated voltage could be suggestive of a loss of ac power to the mpu; however, the log file does not contain enough data to confirm which power source the system controller was connected to prior to this event. The system controller¿s backup battery appeared to properly supply power to the pump during this event. These alarms resolved when the patient connected to a fully charged 14 v li-ion battery with the system controller¿s white power cable at 09:40:35 pm. The black power cable was then connected to an mpu at 09:40:40 pm, followed by power cable disconnect alarms associated with the black power cable at 09:40:46 pm. The associated voltage values suggest that power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. This alarm resolved when the power cable was connected to another fully charged 14 v li-ion battery. The pump appeared to have functioned as intended during these events. The patient remains ongoing and no further related issues have been reported at this time. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device serial number was not provided, therefore the device UDI could not be provided and the device's age could not be determined. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 a no external power event was noted while connected to the mobile power unit (mpu). A review of the submitted log files revealed that this event could suggest a loss of ac power to the mpu.